Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra2 meter is giving inaccurate erratic readings of "5.x and 6.x mmol/l." The patient manages diabetes with oral medication. Two years ago, the patient reportedly obtained an alleged inaccurate reading and did not take any action in regards to diabetes management. She reportedly drove to her friend's house and passed out in the parking lot five minutes later. Subsequently, the emergency service administered medical intervention with food/drink. No other devices were used at the time of concern. According to the troubleshooting performed with customer service, the erratic readings were performed more than 20 minutes of each other. To compare meter to same meter results, the readings should be taken within 20 minutes per lifescan's criteria for precision testing. The patient no longer has the subject meter and test strips. This complaint is being reported because the patient claimed she passed out and received medical intervention accordingly after obtaining the alleged inaccurate lfs meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.